Manufacturer narrative:
Due no product return, the complaint could not be confirmed. Definitive conclusions cannot be made without a device to evaluate. Accurate investigation and evaluation are not possible. The product met specifications upon release to distribution. No further actions pursued at this time.

Event description:
It was reported that the loop of the set meniscus mender ii kept breaking. Also, they are no longer sharp like they used to be. No patient injury was reported.